Manufacturer narrative:
Follow-up received on 14-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after procedure, experienced abdominal pain. Four years after placement procedure, the plaintiff had a vaginal total hysterectomy performed. This event is anticipated according to reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering its nature per se and the absence of alternative explanation, causal relationship with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent sterilization. Shortly after the procedure, she began suffering from fatigue; joint pain; irregular and/or prolonged menstruation; severe menstruation pain; heavy, abnormal menstruation; pain during intercourse; severe abdominal pain; severe back pain; cramping; bloating; headaches and/or migraines; depression; hormonal changes and weight fluctuation. On (B)(6) 2013 a vaginal total hysterectomy was done. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after procedure, experienced abdominal pain. Four years after placement procedure, the plaintiff had a vaginal total hysterectomy performed. This event is anticipated according to reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering its nature per se and the absence of alternative explanation, causal relationship with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), abdominal pain ("severe abdominal pain /cramping") and genital haemorrhage ("bleeding became heavier") in a 30-year-old female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1995, (B)(6) 2002, (B)(6) 2006), miscarriage, kidney stone, hsv infection, chronic headaches and uterine fibroids. Previously administered products included for birth control: ortho-evra from (B)(6) 2008 to (B)(6) 2009 and depo-provera; for an unreported indication: yaz in (B)(6) 2008. Concurrent conditions included overweight, depression, multiple allergies, blood in stool, heartburn, chronic cervicitis and anemia. Concomitant products included aciclovir (acyclovir [aciclovir]) since 2013, fluconazole since 2013 and valaciclovir since 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced headache ("headaches"), migraine ("migraines"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and nephrolithiasis ("kidney stones"). On (B)(6) 2009, 1 day after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse),"). In 2011, the patient experienced weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping),"), bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced cyst ("cyst"). On (B)(6) 2013, the patient experienced leiomyoma ("leiomyoma"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes / hormones off balance,/"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menstrual disorder ("abnormal menstruation"), back pain ("severe back pain"), abdominal distension ("bloating"), depression ("depression"), weight fluctuation ("weight fluctuation"), menorrhagia ("heavy prolonged menstruation"), constipation ("constipation"), irritable bowel syndrome ("ibs") and abdominal pain lower ("cramping got worse"). The patient was treated with potassium, total hysterectomy with unilateral salpingectomy and essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the abdominal pain, fatigue, arthralgia, menstruation irregular, dysmenorrhoea, menstrual disorder, dyspareunia, back pain, abdominal distension, headache, depression, hormone level abnormal, weight fluctuation, menorrhagia, migraine, bacterial vaginosis, female sexual dysfunction, bladder disorder, urinary tract disorder, cyst, nausea, leiomyoma, vaginal discharge, weight decreased, constipation, irritable bowel syndrome, alopecia and nephrolithiasis outcome was unknown and the genital haemorrhage and abdominal pain lower had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, constipation, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, leiomyoma, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, nephrolithiasis, pelvic pain, urinary tract disorder, vaginal discharge, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2012: a 2mm no obstructing left renal stone. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion on (B)(6) 2009, hysterosalpingogram in x-ray. Impression: status post essure placement with occlusion of the fallopian tubes bilaterally. Both the tubes were blocked. On (B)(6) 2013, final diagnosis with the help of uterus and cervix, excision revealed chronic cervicitis with squamous metaplasia. Approximately 9 weeks size anteverted uterus with anterior fibroid. Normal tubes and ovaries bilaterally. Specimens involved the uterus with the cervix, fallopian tube and small portion of left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), abdominal pain ("severe abdominal pain /cramping") and genital haemorrhage ("bleeding became heavier") in a 30-year-old female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1995, (B)(6) 2002, (B)(6) 2006) and miscarriage. Previously administered products included for birth control: ortho-evra from (B)(6) 2008 to (B)(6) 2009 and depo-provera; for an unreported indication: yaz in (B)(6) 2008. Concurrent conditions included overweight, depression and multiple allergies. Concomitant products included aciclovir (acyclovir [aciclovir]) since 2013, fluconazole since 2013 and valaciclovir since 2013. In (B)(6) 2009, the patient experienced headache ("headaches"), migraine ("migraines"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and nephrolithiasis ("kidney stones"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 day after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse),"). In 2011, the patient experienced weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping),"), bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced cyst ("cyst"). On (B)(6) 2013, the patient experienced leiomyoma ("leiomyoma"). In 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes / hormones off balance,/"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menstrual disorder ("abnormal menstruation"), back pain ("severe back pain"), abdominal distension ("bloating"), depression ("depression"), weight fluctuation ("weight fluctuation"), menorrhagia ("heavy prolonged menstruation"), constipation ("constipation"), irritable bowel syndrome ("ibs") and abdominal pain lower ("cramping got worse"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy left) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the abdominal pain, fatigue, arthralgia, menstruation irregular, dysmenorrhoea, menstrual disorder, dyspareunia, back pain, abdominal distension, headache, depression, hormone level abnormal, weight fluctuation, menorrhagia, migraine, bacterial vaginosis, female sexual dysfunction, bladder disorder, urinary tract disorder, cyst, nausea, leiomyoma, vaginal discharge, weight decreased, constipation, irritable bowel syndrome, alopecia and nephrolithiasis outcome was unknown and the genital haemorrhage and abdominal pain lower had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, constipation, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, leiomyoma, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, nephrolithiasis, pelvic pain, urinary tract disorder, vaginal discharge, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram on (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, patient's historical and concomitant conditions added, concomitant drug added, lot number received, events added as follows:- bacterial vaginosis, female sexual dysfunction,bladder disorder, urinary tract disorder, cyst, nausea, leiomyoma, pelvic pain, vaginal discharge, weight decreased,constipation, irritable bowel syndrome,alopecia, nephrolithiasia,abdominal pain lower,genital haemorrhage. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.